Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using the t-handle to ream out the femoral canal using increasing larger reamers. On his last reamer, the 2 metal sides that help hold the reamer in place snapped off. The broken pieces where removed from the surgical field (not the patient) using forceps and then discarded.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the surgeon was using the t-handle to ream out the femoral canal using increasing larger reamers. On his last reamer, the 2 metal sides that help hold the reamer in place snapped off. The broken pieces where removed from the surgical field (not the patient) using forceps and then discarded.